Event description:
It was reported that during a procedure at the user facility, the core sumex drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.